Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. However, the customer called back a few days later to report occlusions continuing back to back. A replacement pump was sent. The customer continued to use the pump for insulin therapy with a backup plan if necessary.